Event description:
The customer reported that the system displayed a communication failure which required a reboot in order to work properly. This was reportedly an ongoing issue. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A power monitor was installed to analyze incoming power for a period of time. The system is currently being monitored.